Event description:
It was reported that an interlink system administration set with vent spike had a leak observed at the bottom of the filter during patient use. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.